Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker experienced dizziness, anxiety, cardiac palpitations, and paresthesia. In addition, the patient stated that the pacemaker was not performing as expected. A replacement procedure was reported to be scheduled in the near future. This pacemaker remains in service. No additional adverse patient effects were reported.